Manufacturer narrative:
The patient had eleos components revised during a revision surgery. The stem extension was left implanted in the patient. The sales representative stated that the patient pulled out the surgical drain after the prior surgery. He reported that this led to a revision surgery. He stated that there was no failure of the stem extension component. No other information is available at this time. If more information is obtained, a supplement report will be submitted, multiple mdrs were submitted for this event: 3013450937-2021-00084, 3013450937-2021-00085, 3013450937-2021-00086, 3013450937-2021-00087, 3013450937-2021-00089, 3013450937-2021-00090, 3013450937-2021-00091.

Event description:
The patient involved in this complaint underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6). It was reported by the sales representative that the patient pulled out their surgical drain when the drain was supposed to remain in the patient according to post-operative instructions. The drain was placed on (B)(6) 2021 during a surgery performed by dr. (B)(6) to place eleos components for an unknown reason. During the revision surgery, the patient had eleos components explanted and replaced. There was no reported failure of the eleos components. It is unknown at this time why the components were replaced. No further information is available at this time.

Manufacturer narrative:
The root cause for the patient's tibial hinge component dislocating was unable to be definitively determined. The surgeon did lengthen the patient's segments in order to mitigate the risk of another dislocation occurring. It is unknown why the patient pulled out their surgical drain leading to the surgical incision to reopen. It is not known if these two events are related. However, the manufacturing and sterilization dhrs were reviewed as well as previous complaints and nonconformances, and there was no indication that this complaint was the result of a nonconformance. No trends were identified that show that this failure exceeded the risk acceptability provided in onkos risk management documentation. Mulitple mdrs were submitted for this event: 3013450937-2021-00084; 3013450937-2021-00085; 3013450937-2021-00086; 3013450937-2021-00087; 3013450937-2021-00089; 3013450937-2021-00090; 3013450937-2021-00091.

Event description:
The patient invovled in this complaint underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6). It was reported by the sales reprsentative that the patient pulled out their surgical drain when the drain was supposed to remain in the patient according to post-operative instructions. The drain was placed on (B)(6) 2021 during a surgery performed by dr. (B)(6) to place eleos components for an unknown reason. During the reivison surgery, the patient had eleos coponents explanted and replaced. There was no reported failure of the eleos components. It is unknown at this time why the components were replaced. No further information is available at this time.